Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was 120 mg/dl. The customer reported the alarmed power error since last night. The customer stated that the notification light stopped flashing immediately. The product was returned for analysis.